Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 123 mg/dl. Despite removing the obstruction from the speaker holes while troubleshooting with tandem technical support and changing the cartridge the issue persisted. The customer reverted to an alternate method of insulin therapy.